Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with no stent attached. The balloon was returned not inflated. There were kinks along the entire length of the hypotube. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 81% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was predilated with a 3.0x20mm maverick balloon and then a 4.00x28mm promus element stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the lesion was re-dilated. The procedure was successfully completed with another of the same device with no patient complications reported. However, returned product analysis revealed stent dislodgement. This product is only ous approved but it is similar to an approved us device.